Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: october 30, 2013. No non-conformance reports were generated during production. Review of the device history record(s) showed complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the handle of an impactor for proximal femoral nail anti-rotation (pfna) blades has loosened from its shaft. The issue was detected post-operatively; there was no patient involvement. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) impactor for pfna blades (part 03.010.410 / lot 8584178) was received for evaluation. The connection (welding joint) between the gripping head of the handle and the shaft is broken. There are severe traces of impact on the striking section with the shaft also showing signs of hammering. The hexagonal tip and the thread at the tip are intact. Unfortunately, an exact root cause cannot be determined based upon the information provided. The manufacturing review shows that the production procedure was followed and executed according to specifications with no issues noted that would have contributed to this complaint condition. The microscopic observation shows remaining laser welds on both involved components. This indicates that the weld joint was correct at the time of manufacture. Because of the wear and tear signs, it is most likely that repeated hammer blows to the device led to the rupture of the welding between the stroke cap and the shaft. Please note: the current proximal femoral nail antirotation surgical technique guide recommends that the user inserts the pfna blade to the stop by applying gentle blows with the hammer. The user is cautioned against using unnecessary force when inserting the pfna blade. Due to the damage, the complaint relevant dimensions could not be checked for dimensional accuracy against the valid manufacturing specifications. However, no product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.